Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It as reported that this pacemaker had reached explant indicator in less than three years from implant date. The diagnostic data analysis indicated that the device was depleting in an unpredictable manner. The device was then explanted and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Event description:
It as reported that this pacemaker had reached explant indicator in less than three years from implant date. The diagnostic data analysis indicated that the device was depleting in an unpredictable manner. The device was then explanted and was replaced. No additional adverse patient effects were reported.